Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out of range shock impedances. Further review found that there had been a gradual rise over the last year as values went from 90 ohms to 133 ohms. Boston scientific technical services recommended troubleshooting and bringing the patient in for further evaluation. At this time, the patient was brought in for a commanded shock. This rv lead and existing implantable cardioverter defibrillator remain in service. The physician is monitoring the patient as the commanded shock results were acceptable. No additional adverse patient effects were reported.